Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explant date: date of explantation: (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed based on MRI. As a result, the patient is scheduled to undergo removal and replacement with unspecified mentor gel breast implants on (B)(6)2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the event date, patient¿s symptoms, replacement devices, and explantation date. Initially, the event date was reported as (B)(6) 2021. However, additional information indicated that the event date was approximately around (B)(6) 2021. The patient experienced left-sided swelling and breast pain. However, the swelling was resolved prior to the consultation held on (B)(6) 2021. The patient experienced grade IV capsular contracture, and the diagnosis was confirmed by a healthcare professional. The relevant fields have been updated. The replacement devices are two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, left serial #: (B)(6) right serial #: (B)(6) initially, the explantation date was reported as (B)(6) 2021. However, additional information indicated that the explantation date was approximately around (B)(6) 2021. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. H.6. Investigation findings, appropriate term/code not available (c22): cosmetic investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed two (2) creases/folds on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).